Event description:
Customer reported via phone call that the emergency medical services was called and they were hospitalized due to diabetic ketoacidosis and high blood glucose level on (B)(6) 2022. Customer's blood glucose value was over 600 mg/dl at the time of the incident. The customer stated that the symptoms related to high blood glucose such as confusion, feeling sick or unwell, headache, tired or weak. The customer was treated with insulin pen, intravenous insulin drip. Customer stated that the auto mode feature was active prior to the insulin pump going blank. Customer reported blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Insert battery alarm was not display on the insulin pump screen. Customer stated that the contacts on the battery cap were not damaged or corroded. Customer reported that the insulin pump was dying in less than a week despite battery change. Customer stated that the insulin pump had no battery life as they are not able to change it and this resulted in hospitalization. No further patient complications were reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.

Event description:
Notes did not say anything about insert battery alarm. Notes did not specify the contacts but just say battery cap was not damaged or corroded.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Successfully downloaded history files and traces using thus/thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found: low battery alarms on (B)(6) 2022 at 16:34:00.000; replace battery alert on (B)(6) 2022 at 02:05:00.000; replace battery now alarm on (B)(6) 2022 at 02:36:00.000; power loss alarm on (B)(6) 2022 at 02:47:19.000 and 02:47:30.000. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. No blank display during testing. Pump received with normal operating currents. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (24.2 mv). In summary, pump passed all required testing. Unable to verify customer alleged for high bg and dka. The force sensor is within specification. Customer alleged for blank display and battery depleting less than a week. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.